Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a coronary bypass procedure, when the nurse pulled out the thread from the package, the thread broke. The event occurred during the procedure but the product was not used for patient. There was no patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.